Manufacturer narrative:
As no sample has been returned for evaluation the condition of the product could not be verified. Without lot number identification, the lot history and complaint history reviews could not be conducted. Based on the available information, the root cause for the customer complaint issue cannot be determined. Due to an observed increased trend for this defect mode, a root cause investigation has been initiated to investigate the increased trend and identify corrective and preventive actions. (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A doctor reported that at least two blunt knife blades were experienced. Procedure details and patient impact information is unknown. Additional information has been requested.